Event description:
The customer reported that his blood glucose read "high" (>500 mg/dl) less than a day after the device was activated. He stated the needle mechanism did not deploy.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.